Event description:
A malfunction alarm was reported, described as "malf 12." There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions on resetting the pump, which resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if further malfunctions occurred.